Event description:
The account generated a non-reactive axsym hiv combo result on an infant whose mother was hiv seropositive. The infant initially tested axsym hiv combo non-reactive (s/co = 0.3) and axsym hiv-1/2 go reactive (s/co = 2.81). The nonreactive axsym hiv combo and low reactive axsym hiv-1/2 go results were inconsistent with the infant/mother clinical background. The serum was decanted, centrifuged again which then tested axsym hiv combo reactive (s/co - 58.47) and axsym hiv-1/2 go reactive (s/co = 30.13). Through troubleshooting, the account discovered the axsym error message log showed error code 5013 (motor step loss, probe up/down, sampling ctr) occurred, 4 days earlier, with no probe replacement.

Manufacturer narrative:
The abbott customer technical advocate instructed the account to replace and calibrate the axsym sample probe and repeat the samples. Training was provided to the account concerning what procedures to follow for an axsym probe crash. Daily and weekly maintenance requirements are documented in the axsym system operation manual (list#9a26), which instruct the operator to check for dirt/damage to the axysym probe. Additionally,the samples were not being spun per package insert instructions (list#,77-2142/r3 for the axsym hiv 1/2 go assay and 68-4320/r2 for the axsym hiv ag/ab combo assay). The most probable cause for the inconsistent results was the damaged probe and/or specimen integrity. The actual cause could not be determined with the available info. In conclusion, no systemic issues were identified that would indicate that the product is performing contrary to label claims. There is no evidence to suggest that the use of the axsym system would cause some type of adverse health consequence or that the product is performing contrary to intended use of label claims. This is a final report.